Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that about 2-3 months ago they noticed the therapy was not working as well as it used to. The patient stated that if they went out and walked around in a store, the next day the therapy didn't work at all. Around the same time the therapy issue started the patient found out (via x-ray) that their spine had collapsed, but they weren't sure if their collapsed spine was causing the therapy issue. The patient mentioned that their husband had increased the amplitude at one point, but it was unclear if that helped. The patient requested the agent to walk them through connecting to the ins to check and potentially change therapy settings. The patient plugged in the communicator and confirmed it began to charge. The patient said they would call back for further instruction once the communicator had been sufficiently charged. The patient called back later that day repeating previously reported events, and said that they just kept having accidents while walking in the store laterthat day and would have swelling. The agent assisted the patient in adjusting the stimulation level. The patient was able to increase the stimulation to a comfortable level on the bike seat area. The agent directed the patient to monitor the issue and redirected to the healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the therapy not working as well and the l eaking/incontinence was unknown patient stated the most likely cause was trauma from a degenerative condition in the lower spine. Patient stated they were trying different programs and sensitivity levels for better result. The issue had not yet been resolved patient stated it was a work in progress.